Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, though not verified, reason for revision: MRI shows fluid leak. Upcoming revision. This case is tomorrow; additional information will be provided following the case. The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Manufacturer narrative:
Based on examination of the returned product, it was concluded that the abrasion marks noted on all pump tubing matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. Abrasion was also noted on the exhaust tube of cylinder 2 near the tube/strain relief junction, indicating the tubing may have abraded against the cylinder bladder while in-vivo. The positioning of the pump tubing, based on the abrasion noted, may have contributed to the exhaust tube of cylinder 2 to be kinked backwards, indicated by the confined abrasion noted. With the abrasion on the exhaust tube, and kinking of the same tube backwards, it was concluded that the stress on the cylinder exhaust tube then resulted in the separation noted. A separation of this type may then allow the loss of fluid, making the device inoperable.

Event description:
Additional information received further reported there was a large hole identified on the exit tubing from the left cylinder.